Event description:
The surgeon placed four screws utilizing the xvision system. During confirmation of the instrumentation process, it was determined by the surgeon that the left l2 pedicle screw, which was positioned second, was misplaced (low on the pedicle). The surgeon opted to redirect the screw utilizing navigation, however, subsequent scans were not able to be registered. Thus, the surgeon redirected the screw using traditional percutaneous freehand techniques. Upon reviewing all system logs and clinical data, it was determined that the most likely contributing factor in the misplaced left l2 pedicle screw, is a deviation of the tool at the entry point - commonly described as tool skiving. Tool skiving occurs when the entry point topography and planned trajectory angulation do not intersect at a perendicular angle (90o in relation to one another). The investigation concluded that the event occurred due to the tool skiving, which is probably also affected by the patient's anatomy. There was no indication of a system (hardware/software) malfunction.